Event description:
It was reported that the patient had a shocking or jolting sensation on two instances while having the telephone over the implant. The patient inquired if a cell phone would have the same effect. It was reviewed that the patient should avoid placing any device over the implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va03hp5, implanted: (B)(6) 2013, product type: lead. (B)(4).